Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica standard sling kit during a procedure on (B)(6) 1997. According to the complainant, post-implantation approximately (B)(6) months after the device was placed the patient developed an infection and suffered from pain. On (B)(6) 1997 she underwent revision surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.